Event description:
It was reported there were high impedances on the leads. Patient then underwent a revision procedure to replace the leads.

Manufacturer narrative:
Additional information received on additional suspect medical device components involved in the event: serial: (B)(6), batch: 18775856. Visual and x-ray inspection of the lead serial number (B)(6) revealed no anomalies. The lead passed the impedance test and exhibits normal characteristics. Visual and x-ray inspection of the lead serial number 3051954 revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The complaint of high impedances was confirmed through product analysis. The probable cause was traced to component failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: unknown, batch: unknown.

Event description:
It was reported there were high impedances on the leads. Patient then underwent a revision procedure to replace the leads.